Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 650-1064, taper sleeve, lot # 341410; item # 650-1056, femoral head, lot # 495330; item # pt-116048, cup, lot # 355760; item # ep-108322, liner, lot # 131840; item # 31-323230, drill bit, lot # 797410; item # 103533, bone screw, lot # 751420. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09263, 0001825034-2018-09264, 0001825034-2018-09265, 0001825034-2018-09266, 0001825034-2018-09437.

Event description:
It was reported that a patient underwent a revision surgery approximately 3 years post implantation due to unknown reason. Attempts have been made, and no further information has been provided.